Manufacturer narrative:
Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. Upon further investigation, the dso seal was found to be delaminated, and the air detector was damaged. The dso seal and air detector were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump battery compartment was damaged. The results of the investigation found that the device's downstream occlusion (dso) seal was delaminating. There was no patient involvement.